Manufacturer narrative:
Citation: pesarini g et al. Effectiveness and safety of transcatheter aortic valve implantation in patients with pure aortic regurgitation and advanced heart failure. Am j cardiol. 2018 mar 1; 121 (5): 642-648. Doi: 10.1016/j.amjcard.2017.11.042. Epub 2017 dec 11. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcomes in patients with non-calcific, pure aortic regurgitation, and advanced heart failure treated with emergency percutaneous transfemoral transcatheter aortic valve implantation (tavi). Clinical outcomes were defined according to the valve academic research consortium-2 (varc-2) criteria. All data were collected from a single center between july 2012 and september 2017. The study population included 13 patients (predominantly male; mean age 73 years), 7 of which were implanted with medtronic corevalve bioprosthetic valves and 6 were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all patients, 2 deaths occurred: one patient died 3 days post-tavi from disseminated intravascular coagulation and the other patient died 20 days post-tavi from irreversible multi-organ failure, respectively. Based on the available information, medtronic product was not directly associated with the deaths. Among all corevalve patients, adverse events included: advanced atrioventricular heart block requiring permanent pacemaker implantation, second valve implantation required due to incorrect valve size, percutaneous paravalvular leak closure with a non-medtronic vascular plug, mild-moderate aortic regurgitation post-tavi (grade 1-3), valve migration, and major bleeding. Based on the available information, medtronic product may have been associated with the adverse events. Among all evolut r patients, adverse events included: advanced atrioventricular heart block requiring permanent pacemaker implantation and mild aortic regurgitation post-tavi (grade 1). Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.